Event description:
It was reported that the patient underwent implantation of an intraocular lens (iol) in the left eye with the refractive goal to leave the patient slightly myopic at -0.81 diopter. Patient ended up with -2.25 at 3 months post op. It was noted that the surgery was uncomplicated. Patient reported to have symptoms of excessive glare in the left optic which was fixated nasally in the visual field. In addition, it was stated that the surgeon noted a mid-temporal pupil atrophy. Upon this time, the surgeon suggested doing a photorefractive keratectomy (prk) to reduce the -2.25 result of the initial implantation. No additional information was provided. A separate medical device report is being submitted for the right eye.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.